Event description:
The consumer alleges the vinyl on her transfer bench seat has broken and is causing her to get a rash on her bottom. No serious injury is alleged.

Manufacturer narrative:
The device has not been returned for inspection. It is not known how long the consumer used the product with the allegedly compromised vinyl padding or if misuse or lack of maintenance may have caused or contributed to the alleged incident. MDR filed based on alleged medical intervention.